Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 164 (within 90 days) along with a non-sustained ventricular tachycardia (nsvt) episode showing evidence of oversensing during (B)(6)2014. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.